Manufacturer narrative:
Fault was unable to be replicated during investigation. Pump may have been over-occluded at the time of the reported issue. Prior to return to spectrum medical, device was in continued use with no further faults reported.

Event description:
During a procedure, the roller pump stopped and "over current" was displayed. The roller pump was replaced and the procedure continued. There was no patient harm. Spectrum medical considers an event in which the pump stops to be reportable.